Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. The patient reported that the cgm was reading lower than the blood glucose meter and reported the following discrepancy: cgm was reading at 50, 45 mg/dl and the blood glucose meter was reading at 335 mg/dl. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.